Event description:
It was reported that the customer had an issue where he received a motor error when he used the bolus wizard to put carbs in. Customer's blood glucose level was 61 mg/dl. Customer's blood glucose was 310 mg/dl during the second occurrence of the alarm. Customer ate and feels okay. Customer had mris before but never while wearing the pump. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.